Event description:
Allegedly the patient complained of pain. X-rays appeared to show the cup in a vertical position. Cup was removed and replaced.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested regarding this event. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00794, 00795.

Manufacturer narrative:
Conclusion: no device failure. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.